Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported left side ¿mental suffering¿, ¿suffered emotional distress, anxiety,¿ ¿capsular contracture¿ baker grade unknown, ¿deformity¿, and ¿depression¿. Patient representative additionally reported "suffered or will suffer debilitating physical pain¿, ¿was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom¿, ¿disability¿, ¿loss of earnings; and loss of quality of life¿; these events are not device related. Device as been explanted.